Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper set-up of the cassette and kinking on the tubing.

Event description:
On 10/30/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 membrane was crushed and water flowed at a high pressure. The procedure was completed with replaced tube. No patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.